Manufacturer narrative:
An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the care station 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is fmi (B)(4). Unique device identifier: (B)(4). Device problem already known, no evaluation necessary.

Event description:
The hospital reported that, the inspiratory co2 value is immediately increased to higher value after starting the ventilation. There was no reported patient injury.